Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and weight to the specification. Bubbles in the gel observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV, symmatia and bottoming out." Device has been explanted.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade IV. Symmatia and bottoming out". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV, symmatia and bottoming out." Device has been explanted.